Event description:
Event description boston scientific received information that this patient experienced a vaso-vagal response during a tilt table test and the sudden brady response did not kick in. The field representative was going to get a copy of the test to evaluate and determine what the cause of the patient's reaction was. The device is included in the failure mode 2 advisory.